Event description:
It was reported that, "the pt had pain so the surgeon revised."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.